Manufacturer narrative:
(B)(6). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The harness assembly and tubing was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit stopped ventilating in pressure support ventilation during a case. The case was continued in volume control mode ventilation. There was no report of patient injury.